Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing produced error code 46229. It was determined that the printed wire assembly was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation produced error code 46229 during functional testing. There was no patient involvement, it occurred during testing.